Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. During the procedure, pressure loss occurred slowly and the device was noted to have a hole in the balloon. A second device was used to complete the procedure. There were no adverse pt consequences noted.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.